Manufacturer narrative:
The device was disposed at the facility and it is not available for evaluation. The lot number of the pack used during the reported event was not recorded therefore we were unable to complete the review of the lot/device manufacturing records. Based on all information, no causal factors can be determined and no conclusion can be drawn. Report #1 of 2.

Event description:
The facility has reported incidents of particles that have been found in the patient's eye. The details of the product/s used during the event were not recorded. No details of the event were provided.